Event description:
On (B)(6) 2022, information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that patient had new radiating pain going down leg after trial. There were no external factors contributing to the issue. The lead took a while to get placed properly. Patient turned it down and then turned off. Patient's medical history includes type 1 diabetes. On 2022-01-19, additional information was received from the manufacturer representative (rep) reporting that the patient¿s doctor suspected that the new leg pain after the trial was caused by a nerve being aggravated when the lead was placed. It was indicated that it should resolve in a few days. The patient was told to take gabapentin to address the new leg pain. The issue was no yet resolved but the rep would be seeing the patient that afternoon ((B)(6) 2022). Additional information was received from the rep on 2022-01-27 reporting that the patient was seen on monday ((B)(6) 2022) and had a blood patch done. They had a follow-up today and were complaining of a headache. The doctor stated that they wanted her seen by a neurosurgeon.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), implanted: (B)(6) 2022, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 18-sep-2025, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported they did a second blood patch and patient is doing better. Device was discarded so will not be returned.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6) implanted: (B)(6)2022 product type screening device medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.